Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The most likely cause of the major access site bleeding was patient condition related. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella support, the patient had experienced oozing at the access site. Pressure was applied and patient was given blood products.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. No product was returned for an investigation. Upon further review of the data logs, it is apparent that the console was the potential cause of the optical signal issue. No problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-09574.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal not reliable alarm. The patient remained in p8-9 with normal flows, and the waveform was present.